Event description:
The facility representative reported a colleague infusion pump with a failure code 808.02. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The pump was categorized as a colleague 2006 pump with software version 5.09.90. No additional information is available. During baxter quality engineering review of the event history on august 23, 2010, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 808.02 was confirmed but not duplicated. The condition is due to a faulty pump head module. This device will not be returning to the customer and will stay at baxter, therefore no correction will be made to the device. (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).